Event description:
There was moisture inside the iab package near the folded membrane and balloon retainer. The iab was not returned to co for evaluation. The iab was used. Event complications: none from the event-reported 12/12/96. Pt's current status: unk-rpt'd 12/12/96.

Manufacturer narrative:
(This follow-up MDR was mailed to the FDA on 7/8/97). The iab was received intact for evaluation with the balloon completely folded within its membrane retainers. Visual examination revealed droplets of silicone within the membrane retainers near the ballon tip. Probable cause of difficulty: no defect was found in the returned iab. The user perceived the "moisture" to be some type of contamination when, in fact, it was actually silicone. Silicone is used in the wrapping process when a balloon is folded and placed in its membrane retainers. It is common for a residual amount of silicone to remain present within the membrane retainers. In addition, if the contamination was water, the water would have eventually evaporated.